Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of 468 mg/dl after changing the supplies on the pump. Reportedly, the infusion site had been placed near an old incision and the customer had scar tissue in that area. To address the bg level, the customer administered a manual injection. At the time of the reported event, the customer changed the infusion site. Reportedly, the skin was red and tender at the location of the site. Reportedly, the customer placed a new site in a area free of scar tissue.